Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8, states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Remains implanted.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty on an unknown date with competitor products. The patient was revised on (B)(6) 2015 due to unknown reasons where zimmer biomet product was implanted. Subsequently, a revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
Patient underwent a right hip revision approximately 6 months post-implantation due to dislocation. During the revision procedure, a custom triflange acetabular component was implanted.

Manufacturer narrative:
This follow up report is being filed to relay additional information. (B)(4).